Event description:
A nurse tech, reported that the equipment did not aspirate during a cataract intraocular lens (iol) implant procedure. Following a 15 minutes delay, the procedure was completed with an alternate system with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).